Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
Note: this report pertains to first of seven resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they attempted to deploy the clip but were unable to open it, causing the clip to fall off the catheter. The procedure was completed with a different model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block b5 has been updated based on the additional information received on april 20, 2025. Block h11: the resolution 360 clip was not returned; however, photo of the complaint device was provided by the complainant. Per media analysis, the photo showed a couple of clips inside a bag, with the yoke also visible. No other problems with the device were noted from the photo. According to the event description, the yoke detached from the device. However, based on the risk analysis, hemostasis clip hazard analysis-fmea, bsc, this separation could occur naturally as part of the device activation process and does not represent harm to the device or risk to the patient. It is important to note that the detachment of these components could occur naturally as part of the device activation process and may not pose harm to the device or risk to the patient. On the other hand, there is not enough evidence to determine whether the clip failure to open and clip premature deployment were due to the physician's device manipulation during the procedure or related to a device malfunction. Since the device was not returned for analysis, a deep inspection of the device could not be performed to determine the most possible root cause of the problem. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
Note: this report pertains to first of seven resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, they attempted to deploy the clip but were unable to open it, causing the clip to fall off the catheter. The procedure was completed with a different model. There were no patient complications reported as a result of this event. Additional information received on april 20, 2025: it was confirmed that the anatomy location was esophagus.